Manufacturer narrative:
The received device had the cannula assembly fully deployed. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 1691 pulses. The needle mechanism was reset and fired properly during the investigation. No damages or defects were observed on the needle mechanism components that would result in a needle mechanism failure.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.